Event description:
It was reported that a patient underwent a cesarean section under lumbar hard anesthesia. Procedure on (B)(6) 2024 and suture was used. During the procedure, when using suture during surgery, the connection between the needle and suture became disconnected. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: patient consequences? If yes, please specify. No. Did the needle fall into the patient? If so, please provide the following information: no. Were x-rays taken to locate the needle? No. Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? "What tissue structure is it located? Size of the needle retained. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? The needle did not fall into the patient.